Event description:
It was reported that pump experienced malfunction and shut down without any prior notable events, then restarted when customer plugged it back in. There was no adverse impact to the customer¿s blood glucose level. No further corrective actions were reported.